Event description:
The customer called to report high bgs. It was indicated that the customer did not change the set to solve the high bgs. In addition, the customer was unable to prime. There was no insulin at the end of the tubing.